Event description:
It was reported lead diagnostic testing identified high impedance measurements on the patient's (B)(6) lead. In turn, the patient's lead was removed and replaced which resolved the issue. There were no known patient complications reported. Additionally, it is unknown if the event occured during the patient's permanent or revision procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient experienced high impedance measurements during his trial procedure.